Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) stopped compressions and displayed "realign patient" error message was confirmed in the archive data, but was not confirmed during the functional testing. No malfunction was observed, which could have caused, or contributed to the patient's death. The autopulse platform functioned appropriately and as intended. The possible root cause was due to the load plate detecting too much weight being applied on the platform, most likely due to the stiffness of the patient's chest, which resulted in the platform having to use excessive force to provide compressions. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the archive data revealed there was no active device operation that occurred on the customer's reported event date. Per archive, the last time the autopulse platform was used to provide compressions was on (B)(6) 2020. On this date, there were multiple incidents observed, where the autopulse platform stopped compressions and displayed user advisory (ua) 19 (max applied load exceeded) error messages. The ua19 error is followed by the prompt "realign patient", thus, confirming the reported complaint. Based on the archive file data, the autopulse performed 305 compressions before the platform stopped and displayed the ua19 error message. The load plate had detected excessive weight being applied (> 270 lbs. /123kg), and max load sum exceeded 390 lbs, calculated (count/2.52). This normally occurs when the patient's chest has become too stiff and requires excessive force to compress. As included in the operator's manual, the ua19 error message alerts the operator that the load plate has detected too much weight being applied, and the recommended action to clear the error is to press restart. The user re-started the autopulse platform, and the error message was cleared. Archive data revealed that the platform stopped compressions five more times due to the ua19 error. Based on the archive data, max load sum exceeded the 300-lbs range each time. The autopulse platform passed the functional testing without any fault or error. During further functional testing, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged, and the platform passed the test without any issues. Therefore, the customer's reported complaint was not replicated. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault, or error. The brake gap inspection was performed, and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4)) was used to resuscitate a 300 lbs. Patient in cardiac arrest. The cause of cardiac arrest was presumed to be an opiate overdose. Unknown if the cardiac arrest was witnessed, and patient's downtime was unknown. It is unknown for how long the patient was in cardiac arrest before receiving manual CPR, which was performed by the patient's family member for about 10 minutes prior to the arrival of ems. The autopulse platform performed a few compressions, and then, it stopped compressions and displayed "realign patient" error message. The ems crew checked the patient alignment, re-adjusted the lifeband, and re-started the autopulse platform. However, the issue was not resolved, and once again, the platform displayed the "realign patient" error message. While troubleshooting the issue, manual CPR was performed for about 2 to 5 minutes. Eventually, the use of the autopulse platform discontinued. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. Per the customer, patient death was not related to the autopulse system.